Event description:
The patient reported that there was "no power to the pacemaker". Follow-up with the physician's office determined that the device was "determined to be faulty", that there was early battery depletion, and that the leads could not be interrogated. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds and the rv and right atrial (ra) leads had not been sutured down at initial implant and there was dislodgement/placement difficulty.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).